Manufacturer narrative:
Retainer ring: black. Customer returned insulin pump for an alleged unexpected battery power loss and charge/battery lasts less than expected observed on august 23, 2022. The insulin pump passed the displacement test, active current test, sleep current test, and self test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected alarms or alerts noted during testing or in the insulin pump's history. Insulin pump was cut open to perform visual inspection and found moisture damage on the harness assembly vibrator and a corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Unexpected battery power loss and charge/battery lasts less than expected not confirmed. However, moisture damage was noted on the harness assembly vibrator and a corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. Contacts were not missing damaged or corroded. New battery was unable to resolve the issue. No harm requiring medical intervention was reported. The device will not be returned for analysis.